Event description:
Additional information was received stating patient was seen by the surgeon, but nothing changed in her symptoms. Lri (limbal relaxing incisions) were additional recommended.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, their astigmatism was not corrected still have some difficulty reading books and cannot read captions on the tv or road signs. Additional information has received and stated that the consumer had issues with seeing at all distances and astigmatism has not resolved, limbal relaxing incisions (lri) that surgeon made were for correcting astigmatism. There are two medical device reports associated with this event. This report is associated with the left eye.